Event description:
It was reported that stimulation was in the wrong location. The patient felt stimulation at the implantable neurostimulator (ins) site. This started off and on for 3 weeks. 3 days prior the patient turned stimulation off and had still felt stimulation at the ins site. The patient wondered if there was a way to do a hard stop or turn stimulation off until the patient could see a healthcare provider (hcp). The patient was helped to turn stimulation off and voltage from 1.30v to 0.0. It was noted that patient appeared to only have 1 program on current group. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).